Manufacturer narrative:
(B)(4). Batch #: unk. The additional information questions were requested and the following was received: please confirm the liver function tests and the fever occurred in the procedure: no further information will be available. Please confirm the surgical procedure: the patient was prescribed an antibiotic. The patient was discharged from the hospital. What anatomical structure was the buttressing material used on? The lung. Did the patient have any known allergies? No further information will be available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic pneumonectomy, the liver function increased, and the patient had fever. Unknown whether it is an allergy of ech60r. The device was used on lung. Antibiotic was used to complete the case.